Event description:
It was reported that the button are getting suck down and slowing coming up. It is continually sucking. Therefore, there was loss of distension.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the button are getting suck down and slowing coming up. It is continually sucking. Loss of distension. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could bio burden substance from the use of the instrument port, user set up, or normal use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the button are getting suck down and slowing coming up. It is continually sucking. Therefore, there was loss of distension.